Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk. The insulin pump passed the motor test. No motor error alarms were noted.

Event description:
It was reported that the insulin pump alarmed motor error multiple times. Nothing further was reported.